Event description:
Popliteal stick, percutaneous stenting of sfa/pop. Physician reports the protege everflex stent was jammed upon deployment. They struggled initially getting the stent to come out, it finally deployed bunchy and elongated as it came out of the catheter. Four additional stents were deployed to complete the procedure.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is unavailable. Additional information has been requested. Should it become available a supplemental report will be submitted.